Manufacturer narrative:
Additional, changed, and/or corrected data: b1 d9 h3 h6. Laboratory analysis summary the device related to the reported event of deflation was received on february 19, 2025 with catalog number mcghan 360cc. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clarification to d6a implant date: 2001 (year only received.)

Event description:
Healthcare professional reported right side "rupture saline" (deflation). The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "rupture saline". The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "rupture saline" (deflation).